Event description:
Pt reported that the new cadd pump sn (B)(4) started beeping and said to call for assistance. She decided to continue to use her back up pump and did not call. She did not miss any doses. No harm done. A new pump is being sent "for" tomorrow and she will send the pump back. The reported product fault did not "occurred" while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: "(B)(6) 2012" to current. Diagnosis or reason for use: pah.